Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of: 528mg/dl to 188mg/dl; 528mg/dl to 235mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.